Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d1,d4 (version#,catalog#), d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10 it was reported that, during use the cs300 intra-aortic balloon pump (iabp) unit's display was scrambled. Patient was involved. Unsure if the date the call was made was 3-21-2024 or not but their daily report shows this date as unit being moved back to their facility in jackson, ms. We have no customer contact information at this time either. Despite gfes (good faith efforts), the repair has not been carried out by august . If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : repair service not done.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's display was scrambled.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
It was reported that, during use the cs300 intra-aortic balloon pump (iabp) unit's display was scrambled. Patient was involved.

Manufacturer narrative:
Updated fields: b4,b5,g3,g6,h2,h6,h10. Additional info received on 06/06/2024 : contact person (name:(B)(6) ).